Manufacturer narrative:
Other relevant devices are: catalogue # iexch161655, serial # (B)(4), use by date: 2012-07-14, manufacturing date: 2010-07-21, upn: unknown; catalogue # iexch161655, serial # (B)(4), use by date: 2012-08-29, manufacturing date: 2010-09-01, upn: unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent aaa and aneurx stent graft systems were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that patient presented emergently. A recent CT revealed that the talent stent graft has a proximal type I endoleak and the anuerx stent graft has a distal type I endoleak in the right limb. The aneurysm is currently 6.5 cm in diameter. The physician elected to implant an endurant 36x36x70 aortic cuff however the proximal type I endoleak was still present. Ten heli-fx aptus endoanchors were implanted. The proximal type I endoleak appeared to be 90% resolved. There was 15mm of length from the existing distal anuerx iliac limb to hypogastric artery. The physician decided to extend the stent grafts into external iliac artery (eia). Another manufacturer¿s plug was implanted in the right hypogastric artery and an endurant 16x10x124 was implanted into rt eia. Final angio confirmed resolution of distal type I endoleak. There was slight blush present from t proximal type I endoleak, however the physician decided to stop, reverse heparin and wait for 30-day fu CT. The physician stated that the causes of the events were related to the patient¿s anatomy, disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the events could not be determined from the films provided. Pre-implant anatomy is unknown, and earlier post-implant films were not available for review and comparison. Images during the intervention when an endurant aortic cuff and endoanchors were implanted proximally, and an endurant limb was implanted into the right external iliac artery, were also not provided. CT¿s from 7 years post-implant revealed that a talent and aneurx stent graft system had been implanted in the patient. The talent bifurcate was positioned 15 ¿ 20mm below the lowest left renal artery. It is possible that the talent had migrated; however, the position of the bifurcate at implant is unknown. The proximal neck diameter near the level of the left renal artery measured 27 x 31mm, and 20mm below the left renal near the top of the bifurcate fabric was 39mm. The maximum diameter aaa measured 57mm from a likely proximal type I endoleak due to lack of radial apposition. The distal right aneurx limb od measured ~17mm, the right iliac artery measured ~21mm at that same level, and there was distal type I endoleak coming from the left iliac. It appears likely that disease progression (neck and right iliac artery dilatation) likely contributed to the proximal and distal type I endoleaks. Pending 30-day for follow-up CT to confirm if the residual type ia endoleak self-resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received indicating that during the index procedure, an aneurx 16x16x85 limb and a 16x16x55 limb were implanted on the right side with the 16x16x55 limb being implanted most distal. During the index procedure, an additional aneurx 16x16x55 limb was also implanted on the left side. Based on the new information, as the previously reported endoleak was observed on the right side, the aneurx 16x16x55 previously reported under this reference number, which is now stated to have been deployed on the left side, was reassessed as not meeting criteria for reportable event. If information is provided in the future, a supplemental report will be issued.